Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed high pressure alarm messages. A functional check was performed to further investigate the event. The issue was duplicated. Missing lcd pixels was found as well as fluid ingression on the pump by the chassis base of the downstrem occlusion sensor which caused the double beep no cassette issue. The lcd, lens, and downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, double beep for no cassette was noted and pixels were missing. No patient was involved in this event. No adverse effects were reported.